Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead implanted: 2011 (B)(6); 429688 implantable pacing lead implanted: 2012 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead fractured. The implanting physician stated the fracture may been caused by an esthibond suture. The physician cut the leads into two pieces to allow for the delivery of a locking stylet to extract the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.